Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the sensors only last 4 to 6 days and customer receives low alerts when they do not have low blood glucose levels. Customer advised there blood glucose was 180 mg/dl and later on 110 mg/dl. Customer's sugar glucose was below 60 mg/dl. Threshold suspend was triggered as a result of the sugar glucose going below 60 mg/dl. Customer advised they have had issues with sensors in the past where they have had them come off do to inactivity or not being taped properly. Customer advised they have also received calibration errors. Troubleshooting for the calibration error and sugar glucose vs blood glucose was performed. Customer was advised how to properly calibrate and monitor the device.